Event description:
The customer's pump is plugged in but will not turn on. It is reported that the pump got wet prior. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. In addition, t: slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6) years old.